Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each hydro gw std an 150-035; returned coiled, loose, accompanied by the labeled mylar film from the packaging pouch, and double-bagged in "zip-lock" style poly pouches. No pieces or fragments of material are included with the returned specimen. After wiping the specimen with a gauze pad soaked with room temperature (21degrees) blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appears visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presents bend/kink damage located 81.1 to 81.2cm from the distal tip, consistent with a bending overload. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. No pieces or fragments of material are included with the returned specimen. The complaint cannot be confirmed. If there is any additional relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details to date, it appears that clinical and or procedural factors may have impacted on the reported event. If there is any further relevant information provided, a follow up medwatch report will be provided.

Event description:
Hydrophilic coating peeled off wire in kidney. Pieces removed and being returned in kit.